Event description:
Sorin group italia received a report that, after entering into bypass, a blood leak was observed form the temperature probe holder of the inspire 6f oxygenator. Medical team elected to change out the oxygenator. There is no report of any patient injury.

Manufacturer narrative:
H.10. Livanova manufactures the inspire 6f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in india. The involved device is not available for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Analysis of livanova complaints database revealed no other similar event notified for batch concerned from the market. Explanatory pictures as evidence of the leakage pathway were made available, highlighting that blood poured out of the inside of temperature probe connection holder. No product return was therefore arranged. Investigation identified the root cause of the leak is a partial lack of adhesion between the inner metal pin and the co-molded abs polymer (t-probe components), particularly, majority of the leaking units assembles a specific cavity of probe holder. No information about cavity sub-assembled in complained unit could be retrieved in this regard. As containment action, sorting of affected cavity in manufacturing line to venous temperature probe site of inspire (hvr inlet port) subjected to low operating pressure conditions has already been implemented. Further investigation is currently in progress to define the best solutions to correct the fault and prevent recurrences. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.